Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 pump was under infusing. No patient adverse events reported.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Accuracy testing was performed. The customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published plus or minus 6 percent delivery accuracy specification the pump was slightly under delivering but within the published specification. It's recommend that the expulsor be replaced in order to bring the delivery into more nominal of a range.

Event description:
Additional information was received revealing that there was no patient involved.